Event description:
It was reported that the patient experienced pectoral stimulation. The lead was turned off to resolve the behavior. Turning off the lead also resolved the patient symptoms. The patient would continue to be monitored.